Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 600i clinical chemistry analyzer and replaced carbon bridge to resolve the issue. The fse cleaned the flow cell, performed calibration, precision and quality control, which all passed. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining erratic patient results for sodium and calcium due to low anion gap values on their dxc 600i pro clinical chemistry analyzer. The customer did not report the results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.